Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge would intermittently slip out. Reportedly, customer would resolve issue but putting the cartridge on right away. There was no reported adverse impact to the customer's blood glucose.